Event description:
The user facility reported that during an unspecified procedure, tip of the heat probe broke off. There was no pt injury reported. No further information provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report, however no further details information regarding the event was provided. The device reference in this report was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined. As part of our investigation into this matter, olympus (B)(4). Reviewed its complaint database for similar reports, however this was determined to be the initial report of this type for this device. Olympus will continue to monitor this phenomenon for trending purposes. This report is being submitted as a medical device report in an abundance of caution.